Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A review of the event history log revealed ¿downstream occlusion¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification downstream force sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed downstream occlusion testing. No additional information is available.